Manufacturer narrative:
Additional information: h11. H11: the ehl review was performed. The user programmed one infusions with a rate of 40 ml/hr with a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusions ran to completion without interruption or abnormalities. The infusions ran to completion without interruption or abnormalities.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. Evaluation sent the device to the flow lines for flow rate testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 39.696 and passing error percentage of -0.76%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by nursing that a spectrum iq infusion pump was not infusing correctly (not clear if it was over or under delivery). When tested by the biomed it was found to be under infusing. There was no patient involvement. No additional information is available.